Event description:
Device malfunction: difficult to remove device. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted right femoral arteriotomy closure after an unspecified procedure. Reportedly, the device became stuck. The wings were retracted as seen on fluoroscopy. The physician pulled hard and the device was removed. Hemostasis was achieved after 5-10 mins of manual compression. There were no adverse patient sequelae. The patient has a history of multiple catheterization procedures, prior arteriotomy and scar tissue in the target groin. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.